Event description:
Event description guidant received information that this device, which had been implanted over six years, was unable to establish telemetry or be interrogated during a follow-up visit. The physician noted the patient had a atrial-ventricular block with a conduction of 2:1 (42 beats). This was observed with the external electrocardiogram. Six months prior the battery status was good and the battery gas gauge was a little less than 50 percent longevity remaining. No adverse patient effects were reported. The device was explanted, replaced and returned for analysis.